Event description:
It was reported that the screw went through the hole of plate. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Without a lot number the device history records review could not be completed. The additional evaluation revealed that all of the parts were tested and found to be within the specifications. No deviation from the specifications could be detected. No product fault could be detected.